Event description:
It was reported via repair work order that there may have been reduced brake force as the caster stem was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.